Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) 2017: tandem technical services reviewed pump logs and observed no alarms were declared. Cts confirmed the customer received the incomplete bolus alerts and requested boluses were delivered by the pump. The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. The contact reported that the pump would allow to enter a blood glucose level yet not deliver the correction bolus. However, the contact reported that the issue was resolved. During troubleshooting with tandem technical services (cts), cts confirmed that the customer had delivered requested boluses. The customer did not understand the meaning of the incomplete bolus alert. Cts educated the customer on the incomplete bolus feature and the custmer acknowleged. The customer's blood glucose level was 270 mg/dl at the time of the reported event.